Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported bite concerns with underbite. The patient stated that he is only biting with his front teeth. The patient was advised for a resting period and to follow up on any recent dental work as there seems to be a missing lower left molar.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.